Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 26 oct 2018. The customer inspected the device and adjusted the pressure. The device successfully passed the performance specification. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
It was reported by the international customer that the ventilator was unable to supply oxygen. There was no patient harm reported. The event date was not specified; estimate used.